Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) unit has helium gas leaks from the helium cylinder. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fse replaced the damaged o-ring (0354-00-0208). The drive operation test was conducted with good results.